Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: urology. Event description: [facility]. This is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep: when tried to use during the procedure, the bag did not open well and fell down. The operator recovered the fallen bag. The case was completed with the new one. The additional information from the customer is not available as follows; 1) the bag did not unravel/unroll fully? 2) were the metal supports partially or fully exposed upon deployment? 3) did the device jam during deployment of the actuator/plunger? 4) was there an attempt to unroll the bag? If so, how/what technique did you use? Were any instruments used? 5) was the plunger/actuator pressed forward towards the handles, then retracted, and then re-advanced (partially deployed, retracted, and then redeployed)? 6) was the device safely removed from the patient? How? 7) was there enough room in the body cavity for the bag to open? 8) use frequency. Initial investigation report: the event unit was returned to us and visually inspected. The bag was found to be detached from the device. The unit will be returned to amr for further evaluation. Admin# (B)(4). Intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the specimen bag falling off the metal supports. Based on the condition of the returned unit and description of the event, it is likely that the reported event was caused by a distal force exerted on the bag for unrolling the bag, resulting in the bag completely falling off the supports. It is also possible that the actuator was retracted prior to full actuation, which resulted in the bag slipping off the supports when the actuator was fully deployed. The probability and criticality of harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: urology. Event description: [facility]. This is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep, when tried to use during the procedure, the bag did not open well and fell down. The operator recovered the fallen bag. The case was completed with the new one. The additional information from the customer is not available as follows; 1) the bag did not unravel/unroll fully? 2) were the metal supports partially or fully exposed upon deployment? 3) did the device jam during deployment of the actuator/plunger? 4) was there an attempt to unroll the bag? If so, how/what technique did you use? Were any instruments used? 5) was the plunger/actuator pressed forward towards the handles, then retracted, and then re-advanced (partially deployed, retracted, and then redeployed)? 6) was the device safely removed from the patient? How? 7) was there enough room in the body cavity for the bag to open? 8) use frequency. Initial investigation report the event unit was returned to us and visually inspected. The bag was found to be detached from the device. The unit will be returned to amr for further evaluation. Admin# (B)(4). Intervention: the case was completed with the new one. Patient status: no patient injury.